Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent the permanent implant procedure on (B)(6) 2015. The procedure was extended by 20 minutes due to excessive bleeding. Following the procedure, the patient had a hematoma. As a result, the patient underwent another surgical intervention on the same day to clean up the hematoma. During the procedure, the lead was pulled out and reimplanted. According to the doctor, the patient was fine on (B)(6) 2015.